Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that the component which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to the customer's experience with the device. This type of damage is consistent with what occurs when the device is placed through a trocar while a clip is present in the jaws. The epix® universal clip applier instructions for use (IFU) states to "not place the clip applier through the trocar if a clip is present in the jaws." This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "the details of this clip applier cer are unknown, it was added to the box with another (B)(4) cer staff are unsure what procedure it was used in, what surgeon used it, when and even why it was sent back to us." Patient status unknown.